Event description:
This pt underwent a right total hip in 2001. Pt has had multiple discolorations since that time. Pt was admitted to this facility for a revision of the right total hip. The femoral head and liner were removed and replaced.